Manufacturer narrative:
The device was returned for analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The reported sheath/ guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral intervention procedure. Reportedly, the proglide device was difficult to remove and the sheath separated where the black and silver parts meet. A small incision was made to try to remove the separated piece, but they were unsuccessful. Manual arterial compression was applied to achieve hemostasis. The patient returned two days post procedure and a cut down was performed to remove the separated piece. The artery was sutured closed. There was a reported clinically significant delay in the initial procedure. No additional information was provided.